Event description:
Patient says the prefilled cassettes are causing high pressure alarm on the pumps because there is excess tubing that comes out of the cassettes that, when fastened to the pump, causes kink in tubing and triggers alarm. Patient and spouse have had to push the tubing further inside to alleviate the issue and resume infusion. States that this is the only batch she has received that has done this. No lot number available, as these are prefilled/compounded cassettes. Advised to reach back out to us if this continues to be a problem during forthcoming cassette changes. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we replace the product? Yes; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver. Ref report: mw5119801.